Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that when the clinician was attempting to remove the spring wire guide (swg) it began to unravel. As a result, the sheath and swg were removed as one. There was no injury to the pt.